Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the footswitch was not working. It was discovered that the customer unplugged to the foot pedal but could not plug it back in. The procedure was cancelled. Additional information was received confirming that a secondary procedure had been completed.

Manufacturer narrative:
Additional information provided. The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The system was manufactured on september 16, 2013. Based on qa assessment, the product met specifications at the time of release. The reported event was unable to be confirmed. However, customer was able to resolve their issue remotely. Therefore, the root cause of the reported issue was resolved. The manufacturer internal reference number is: (B)(4).